Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the bad battery alarm. Customer's blood glucose level was unknown at the time incident. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, bad battery, battery out limit and failed battery test alarms noted during testing. Device had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked case at reservoir tube window corners. No cracked battery tube noted. (B)(4).